Event description:
Customer alleged that the frame of the chair is bent. Customer stated that the patient is within the weight limit of the chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.